Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely root cause of the additive abnormality is a clogged nozzle.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced discolored/abnormal additive form. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated "we received purple and red test tubes with drops inside. It has been decided not to accept this type of tubes because we do not have a study that reveals that the results of the examinations are not altered. The red tubes do not come with an anticoagulant additive, only a coagulation activator. We are not in a position to conduct parallel studies to assess whether there is an effect or not.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced discolored/abnormal additive form. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated "we received purple and red test tubes with drops inside. It has been decided not to accept this type of tubes because we do not have a study that reveals that the results of the examinations are not altered. The red tubes do not come with an anticoagulant additive, only a coagulation activator. We are not in a position to conduct parallel studies to assess whether there is an effect or not."